Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported that the unit is giving a post timer/24v failure. The customer contacted product support for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 06may2020. B4: 08may2020. The field service engineer (fse) confirmed the customer reported problem. The(fse) replaced the motor controller board and power switch overlay to address the reported issue. The unit is working fine now. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.